Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign liquid droplets were found on the needle tips of 7 bd ultra-fine" ii insulin syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, when removing the shield, water droplet was found on the needle tip."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that foreign liquid droplets were found on the needle tips of 7 bd ultra-fine¿ ii insulin syringes. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, when removing the shield, water droplet was found on the needle tip."